Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no image present during the device evaluation. Additionally, the main body head was cracked, the cable was twisted, and there was corrosion on the electrical contact. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus camera head was not displaying an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Event description:
Additional information was received confirming this event occurred during procedure preparation. According to the initial reporter, the intended procedure was completed using another device without any harm reported to the patient. Event date confirmed as 22nov2022.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b3 & b5. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image is not displayed due to cable and imaging flooding. The cause of the cable and imaging flooding could not be identified. Olympus will continue to monitor field performance for this device.